Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device lot number was not recorded and could not be obtained for additional review. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a slow flow event due to thrombus occurred after using a csi orbital atherectomy device (oad). The target lesion was 30cm in length and was located in the superficial femoral artery (sfa). The physician used a 6fr introducer sheath from a contralateral approach to access the lesion. The csi oad was used and the physician performed one run at low speed, one run at medium speed and two runs at high speed. Post-atherectomy angiography revealed slow flow distal to the treatment site. Additionally, it was noted that the saline bag had not been spiked prior to treatment and no saline or csi viperslide had been flowing during treatment. The slow flow event was resolved using a 2x40mm balloon. The patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility due to internal policies.